Manufacturer narrative:
Investigation *analysis and findings the reported event that the "stem broke" from the vacuum cup cannot be physically confirmed as the affected device will not be returned, however, if the device is returned in the future and made available for investigative analysis, the complaint may be reopened and addressed as needed. The root cause of the vacuum not releasing after the reported event occurred of the stem breaking, is indeterminable. However, it suggests a blockage on the cup that maintained a vacuum, which is inconsistent with the vacuum source having been disconnected when the stem broke as reported. The device break-away feature on the vacuum stem is designed and intended to separate from the over-molded cup if excessive pull force is applied. The minimum is 41lbf pull force before breaking off. A review of the lot DHR did not reveal any abnormality. Additionally, iqc inspection record indicates that the m-style cup sub-assembly, lot used in work order (B)(4) was sampled and was accepted along with the spc data for pull correction and/or corrective action: due to the physical affected device not having been returned, root cause being indeterminable and all inspection data indicating the supplier lot used in work order (B)(4) met the minimum pull force, the reported complaint will be monitored for further trending. Reason: per (B)(4), this complaint will be monitored for trending in that no injury was reported to end user or patient. *was the complaint confirmed? No.

Event description:
What procedure was being performed? Vacuum assisted suction cup delivery was performed by (B)(6) at (B)(6) on the (B)(6) 2017. Please describe test set up. Dr (B)(6) was performing suction cup delivery when the suction cup broke away from the stem. Did the event occur prior, during, or after the procedure? During procedure. Please describe what was observed. Babys head was on +1 level during this time and she estimated to have used quite a lot of traction force. Suction cup was stuck on babys head and dr (B)(6) manually removed the remaining cuo-part. She then placed another suction cup on babys head and managed to deliver the baby . The second cup did not break. Reference e-complaint-(B)(4).